Manufacturer narrative:
Investigation summary: sample evaluation: seven open 3ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #7122620. The samples were visually evaluated. The oily substance observed in the samples is silicone used in the manufacturing process. All seven syringes were observed to have an acceptable amount of silicone on the barrel interior. The amount observed was a normal and expected amount for this product per product specification. No visual defects of the assembled syringes were observed. DHR review for batch 7122620: manufacturing dates: 06/06/2017 to 06/07/2017. Batch quantity was (B)(4). Batch assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7122620 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Conclusion: based on the sample evaluation: ¿ unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd luer lok¿ syringe was found with oily foreign matter on tip. There was no report of injury or medical intervention needed.